Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative a consumer regarding a patient who was implanted with a neurostimulator on (B)(6) 2018. It was reported that the patient reported not getting sufficient pain relief from the device and he needed a reprogramming. At first, the device was helping with pain, but not so much now. The patient stated that the device turns intensity down to 0 milliamps in the middle of the night. The patient will set it at a specific intensity prior to bed and when he wakes up in the middle of the night or next morning, the device is down to 0 milliamps. The patient¿s pain patterns may have changed. For the device turning off, adaptive stim may be on and needs to be reprogrammed. The patient is keeping a journal of when he notices that the device drops down to 0 milliamps. The manufacturer representative was scheduling an appointment with the patient and health care provider to help fine tune the patient¿s device and they are looking into meeting in (B)(6). Surgical intervention was not planned or performed at this time. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the adaptive stimulation was turned on and was causing the stimulaiton to go down to 0 ma in the middle of the night. It was reported that the laying position was set to 0 ma. The patient was satisfied with their pain relief following reprogramming. No further complications are anticipated.